Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the shoulder, which is off-label usage of the device, on (B)(6) 2024. The patient had a cgm inaccuracy 9 days after the sensor was inserted into the shoulder. On (B)(6) 2024, the patient¿s cgm was reading 43 mg/dl and the bg meter was reading 363 mg/dl. The patient was nauseous, confused, and slow to respond. The patient¿s wife drove him to the emergency room (ER). At the ER, the patient¿s bg meter reading was taken, but no value was reported. The patient was treated with IV ringer¿s lactate solution. The patient was discharged home after 4 hours. The patient was okay at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.